Event description:
Patient reported infusion device failed to display the 10 (low cartridge warning) alarm. She indicated that she did receive the 01 (empty cartridge) alarm. Patient reviewed alarm history and the 10 alarm was not present. She did not report any physiological effects associated with this issue. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.